Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the alarm issue was caused by a faulty image sensor. The cause of the faulty image sensor was attributed to stress from use, external factors, or handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: IFU chapter 3 preparation and inspection 3.6 ¿inspection of the endoscopic system¿ in the operation manual. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the thoraco videoscope screen is black and does not turn on. The issue is unknown, and the customer did not identify a procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 full establishment name: (B)(6). The device was returned to olympus for evaluation and the evaluation found no image ¿ unrestorable image. Additional findings were as follows: a-rubber (bending section cover) was scratched, and the adhesive was chipped. Ccd (charged coupled device) damaged resulting in breakage of the image sensor. The control unit was scratched. The grip was scratched. The u/d (up, down) angulation lever plate was scratched. The r/l (right, left) plate and lever were scratched. The lg (light guide) connector and cover glass was scratched. The sw1 (switch) was discolored and scratched. The video connector case was scratched, and the label was peeled. The video connector was deformed (breakage). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.